Event description:
Pt states that about the 1st week of (B)(6) 2020, he was seen at the (B)(6) medical center for a procedure to correct bph. Pt states that a greenlight laser by boston scientific was used during the procedure. Pt reports that the laser was leased to the hospital from an outside unknown company. Pt states that several days after the procedure , he had a slight fever and headache. Pt reports he called the urologist who did procedure who alleges that he should not come into the office because it was suspected covid-19. Pt states that he was unable to get tested for covid due to circumstances and therefore he assumed he had covid. Pt reports that over 6 weeks, he felt worsening symptoms, could not walk and eventually collapsed. Pt states he was taken to the hospital where they performed several tests and he was dx with endocarditis a result of a untreated uti. Pt reports that as a result of the endocarditis, he had open heart surgery to replace his aortic valve due to vegetation. Pt reports that he then had brain surgery due to fluid in his brain then subsequently had ards. Pt states that he was put on a ventilator and had tracheotomy done. Pt states he was in a coma for 4 months and he was given last rites twice. Pt reports that after coming out of the coma he could not control his arms or walk. Pt notes that he spent time in a nursing home and in (B)(6) 2020 he was sent home but bed ridden. Pt states that he had physical therapy for 2 hours 5 days a week since then that he pays for out of pocket. Pt states that in (B)(6) 2020, he returned to the hospital with pneumonia and had a brain scan that showed a stroke in the past , possibly from the open heart surgery. At present pt states he can't walk, has terrible pains in his extremities, diminished eyesight from the stroke, and now takes several medications. Pt also reports terrible neuropathy in his hands and feet for which he takes gabapentin that only alleviates unbearable pain for about an hour or two. Pt states he follows up with his cardiologist and 3 neurologists for his case. Of note, pt states his wife advised a friend against this surgery and their friend alleges that someone else they know who had this same surgery is in a coma.